Event description:
It was reported that the patient underwent a revision surgery involving their inflatable penile prosthesis (ipp), due to pain associated with cylinder crossover. The ipp was not functioning because the right and left cylinders were implanted in the same corpora during the last surgery. The ipp was explanted and replaced with an ambicor penile prosthesis. The explanted ipp was not returned for investigation because the physician believed that the device did not cause the problem. No patient complications were reported during the replacement procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.